Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that an advance sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons.